Event description:
Initial and additional info reported by a physician to a sales rep on (B)(6) 2010 and additional info received from a member of the physician's office staff on (B)(6) 2010: a healthy and currently (B)(6) female received an unknown amount of injectable poly-l-lactic acid (sculptra) [lot # an exp date unk] throughout many areas of her face on (B)(6) 2008 for an unspecified indication. The reconstitution of the product was unk. She had never returned for any follow-up treatment due to personal financial reasons and about six weeks ago (also reported beginning of (B)(6) - 2010), she presented with four painful lumps under her skin that are not visible where injectable poly-l-lactic acid was injected. Corrective treatment had not been offered at present time and the events remained ongoing at the time of this report. It was additionally mentioned that since being injected with injectable poly-l-lactic acid, she underwent an upper blepharoplasty; however, the surgery was reported as having nothing to do with injectable poly-l-lactic acid and was done because the pt had excess skin. Medical history, concomitant medications and allergies were reported as "none". No further relevant info reported.

Manufacturer narrative:
Additional info for sculptra from product technical complaint report case ID (B)(4)) dated (B)(6) 2010 and received by (B)(6) on (B)(6) 2010: batch record review was without hint to root cause. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in USA. The review of the dhrs and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional info received from a physician via hcp questionnaire and sculptra event form on (B)(6) 2010: based upon additional info received, this non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. The consumer (height and weight provided) received 2 vials of injectable poly-l-lactic acid for facial aging and volume loss which was reconstituted 72 hours prior with 6 cubic centimeters (cc) of bacteriostatic water and 2 cc of 1% lidocaine. Additionally topical anesthetic not otherwise specified (nos) was used. She received 2 cc in her cheek lines, 2 cc in her jaw line and unk amounts in the nasolabial folds, marionette lines and labiomental creases. Fanning and depot technique was used in addition to massaging during the procedure and then by the pt. On (B)(6) 2010 (18 months later), she developed 15-20 papules in all injection site areas that measured 2, 6 and 7 millimeters (mm). They were described as minimally visible (additional description illegible). Additionally one lesion was inflamed. A biopsy had not been performed. A the time of this report, it had been eight weeks since she developed the nodules that have since remained ongoing. The physician suspected that the event of granuloma formation (further events illegible) was related to injectable poly-l-lactic acid. Medical history reported as osteoarthritis, carpal tunnel surgery of both hands in 2005 and no known allergies. Concomitant medications included belamine for hot flashes. No further relevant info reported.